Event description:
It was reported that poor sensing, high pacing impedance and failure to capture were exhibited by the atrial lead. Fluoroscopy imaging showed a defect under the clavicle. The lead had a fracture. The lead was capped and replaced on (B)(6) 2025. The patient was noted as being stable.